Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned mountaineer dual diameter rod indicated the rod had been fractured approximately at the junction of the 3.5 and 4.75 diameters. Review of the device history record cannot be performed as the lot code is unknown. The rod has heavy striations on the product surface at the location where the lot number was chemically etched and there are no means of identifying the lot number. A 12-month review of the complaint trend analysis for the product code found no emerging trends. The root cause of the rod breakage cannot be positively determined. However, results of scanning electron microscopy analysis show that the fractured surfaces, which exhibit smooth and grainy/rough regions, are indicative of a fatigue failure. No material defects or other abnormalities were observed in this analysis. No corrective action/preventive action is necessary at this time as there are no material defects or other abnormalities that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented with a fractured mountaineer dual diameter rod. Fracture occurred close to the junction between 3.5 and 4.75 rod. This rod has been in the patient for a few, unspecified number of years as part of a growing rod construct. The broken rod was removed and replaced.